Event description:
This rv lead was implanted on (B)(6) 2013 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). A call to technical services on 4/1/2013 states that during routine follow up, rv threshold is > 7.5 at 2. Patient is not dependent. R-wave is 2.9 and impedance is steady. Infusion done on echo and was possible lead perforation or micro perforation. Diaphragmatic stimulation at 7.5 at 2ms. It doesn't look like full dislodgement. Patient was scheduled to meet with electrophysiologist. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).